Manufacturer narrative:
The reported patient event that was to be infusing the drug levophed/norepinephrine 32mg/250ml or 8mg/250ml could not be confirmed. Physical inspection showed no anomalies. The associated pcu event log had no recorded instances of the drug levophed/norepinephrine with a concentration at 32mg/250ml or 8mg/250ml having been programmed on the reported incident date of (B)(6) 2019. The drug amiodarone was recorded performed on the returned suspect pump module. It was started as a bolus infusion at 4:36pm with a concentration at 150mg/100ml (drugid: (B)(6)). It completed the bolus infusion as programmed at 4:51pm with a recorded volume infused at 100ml. The same drug was programmed after the bolus completed as a drip infusion with the initial concentration selected at 900mg/250ml (drugid: (B)(6)). The dose was at 1mg/min which had the displayed rate at 16.7ml/h. The infusion ran for 37 seconds and then was turned off. The drug amiodarone was infused on pump module sn (B)(4) at 1mg/min for duration at approximately 6 hours; however it never received a decrease to 0.5mcg/min. Reference the log summary section of the report for details. The received pump module that was recorded infusing the drug amiodarone had no found existing malfunctions and infused within specification during rate accuracy testing. The incident disposable(s) were not returned for investigation. Functional testing showed no anomalies. The root cause of the customer's report could not be determined.

Event description:
It was reported that there was an unspecified event that involved an adult patient's death that occurred during a primary infusion of levophed/norepinephrine 32mg/250ml or 8mg/250ml infusing at a rate between 2-200mcg/min. Also infusing was a primary infusion of amiodarone 1mg/min for the duration of 6 hours, then decreased to 0.5mcg/min. The event occurred in the critical care unit. Although requested, no further information was received regarding details of the event. Customer advocacy received a copy of the customer's FDA request letter from the FDA which states, "it was reported that there was an unspecified event that involved an adult patient's death that occurred during a primary infusion of levophed/norepinephrine 32mg/250ml or 8mg/250ml infusing at a rate between 2-200mcg/min also infusing was a primary infusion of amiodarone 1mg/min for the duration of 6 hours, then decrease to 0 5mcg/min the event occurred in the critical care unit although requested, no further information was received regarding details of the event."

Manufacturer narrative:
Concomitant medical product: 8120;pca tubing; td: (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: diagnosis: diverticulitis note: patient age discrepancy noted as the customer stated the patient's dob as (B)(6) and age as (B)(6) years of age.

Event description:
It was reported that there was an unspecified event that involved an adult patient's death that occurred during a primary infusion of levophed/norepinephrine 32mg/250ml or 8mg/250ml infusing at a rate between 2-200mcg/min. Also infusing was a primary infusion of amiodarone 1mg/min for the duration of 6 hours, then decrease to 0.5mcg/min. The event occurred in the critical care unit. Although requested, no further information was received regarding details of the event.